Event description:
Philips received a complaint by the customer on the v60 indicating that there was no alternating current (ac) power. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was no ac power. The rse provided the customer with the steps for a troubleshoot. It was stated the customer would callback if necessary. The investigation is ongoing.

Manufacturer narrative:
It was reported that there was no ac power. The rse provided the customer with the steps for a troubleshoot. It was stated the customer would callback if necessary. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.